Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. This report is filed january 15, 2014.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient was given sedation (type and amount not reported) on (B)(6) 2013, to complete CT scan. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report (B)(6) 2013.

Manufacturer narrative:
This report is filed march 18, 2014.